Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. A retention sample from the involved product code and lot number combination was evaluated. Visual inspection did not find any anomaly, including a kinked or fractured section, in the appearance, along the total length. Magnifying inspection did not find any anomaly, including an elongated or crushed section, in the appearance. X-ray fluoroscopic inspection confirmed that the braided wire was in the intact state with no break. The lumen of the shaft was inspected under magnification at the distal end of the device. With no deformation or occlusion found, the patency of the lumen was confirmed. The outside and inside diameters were confirmed to meet the specifications. A review of the device history record and the shipping inspection records of the involved product code/lot# combination was conducted with no findings. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified that the retention sample did not have any anomaly which could lead the generation of a fracture on the shaft. It is likely, that during withdrawal of the actual sample, its distal tip came into contact with the severely calcified lesion and got stuck in it. Subsequently, in attempts to release the distal tip of the actual sample from the sticking, excessive pulling force was applied to the actual sample, resulting in the reported fracture of the distal tip. However, with no return of the actual sample, the exact cause of the reported event cannot be definitively determined based on the available information. The IFU states: remove the product, the guide wire and the guiding catheter altogether if any resistance is felt while withdrawing the product. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported that upon retracting finecross catheter, the tip was broken and left in the artery. The breakage occurred along circumflex through the lad. The length of tip is unknown but was less than 10mm according to physician. According to physician's professional view, as the tip was left at the false lumen, it will not migrate. Following this failed cto attempt, a subsequent ptca will take place in the rca for the patient. Follow up of the broken tip will be updated upon receiving more updates from the physician.